Manufacturer narrative:
The pod was received fully deployed. Inspection of the download data found that the device ran for 324 pulses and was deactivated by the user. No timeouts or drive stalls occurred, and no hazard alarms were generated. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No problems were found that would cause a failure of the needle to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The needle mechanism did not fully deploy as intended during activation.